Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a communication issue and stuck on the login screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) dialed in, confirmed that the issue had already been resolved and rebooted the device to verify the auto-login functionality, confirmed it was working correctly, and subsequently closed the case. The system functioned as intended after the technical support specialist troubleshot the device.